Manufacturer narrative:
(B)(4). Eval summary: the analysis results for the mcl20 instrument confirmed that it was returned non-functional. The clip track was found to be out of position. The instrument was cycled and would not feed the remaining clip. Upon disassembly of the instrument the feedbar was found to be bent and disengaged from the feedbar driver therefore not allowing the proper feeding of the clips into the jaws. In addition, the lockout spring was found to be out of position. No conclusion could be reached as to what may have caused the found damge. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during prostatectomy procedure, the clips would not advance. No clip was visible at the tip of the device. Another like device was used to complete the procedure. No pt consequence reported.